Event description:
Information received from the field notes that the pocket was revised due to erosion. Post revision, the patient experienced pocket stimulation. The device was removed and implanted sub-muscularly. The pocket stimulation reportedly subsided the next morning. The patient will be monitored.